Event description:
On (B)(6) 2015 it was reported that the patient was seen the day before and the leads were coming out of her neck. The patient had gone to the emergency room and then went to see the surgeon. The patient underwent surgery on (B)(6) 2015 and the surgeon just re-opened the incision and placed the same lead back inside the neck and closed the patient up. The surgeon said that infection was the reason for the extruding lead. The patient never followed up with the surgeon for regular scheduled follow-ups. He believes the patient may have picked at the incision. The patient was given antibiotics and the infection cleared up. Diagnostics were performed and everything was fine. Review of manufacturing records confirmed that the generator and lead were sterilized prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.